Event description:
During embolization procedure of a left temporal arteriovenous malformation, the distal end of the marathon catheter became stuck in the onyx closure material and broke off when being pulled out of the vessel. An attempt was made to remove the catheter tip without success.